Manufacturer narrative:
Duplicate complaint; record will be cancelled. Final MDR will be reported under pr (B)(4).

Event description:
Duplicate complaint; record will be cancelled. Final MDR will be reported under pr (B)(4).

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked liquid. The following information was provided by the initial reporter, translated from chinese to english: when the package of injection needle is opened, there is a leakage of liquid overflow, which cannot be used.

Manufacturer narrative:
H.3: a device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.